Event description:
The customer contacted stryker to report that their device does not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an evaluation of the customer's device and was able to duplicate the reported issue. The fault was attributed to a faulty power pcb. The device is no longer repairable and the customer discarded the device.